Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient¿s parents stated at some time the previous night or during the night the cgm read 10.3 mmol/l and the fingerstick bg was 7.7 mmol/l. The patient woke up from bed, dressed, was ready for school, and suddenly fainted. The patient's mother did not check at first if anything was wrong with the sensor readings since there was no error message. She called an ambulance, and the patient was taken to the hospital. The hospital reportedly checked her glucose level after treating her with an unknown dose of insulin and the bg was again 7.7 mmol/l. They also checked the patient¿s temperature and her chest; no details were provided. After two hours she was able to go back home. At the time of the report the following day she was in school and doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.